Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv tubing kinked. The following information was provided by the initial reporter: we have been having an issue with our alaris pump primary IV tubing. It seems a while back, the tubing was changed. I don¿t know exactly how or what was changed, but all of the nurses noticed it was ¿different¿. Ever since then, we have been experiencing a lot of problems with the tubing kinking right where it connects to the patient. Previously when it would kink, we could give it a pinch and it would go back to its normal shape and function properly. After the ¿noted change¿, the tubing kinked at this location more frequently and we cannot get it to remain open enough to allow fluid flow and not cause the pump to alarm ¿occlusion¿ .

Manufacturer narrative:
The customer reported tubing was kinked and returned photos of the sample. The sample was material 2426-0007 and lot 23075294. The set was visually examined for defects and abnormalities, and the kink was found in the tubing in the near the male luer. The complaint of tubing kinks was verified. The manufacturing plant found the potential root cause of the kink to be in the coiling process. A quality alert was issued on 08nov2023 to communicate to personnel involved the importance of following instructions and to reinforce the correct coiling process. Device history record review for model 2426-0007 lot number 23075294 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.